Event description:
During an MRI infusion, the pump was being used to infuse propofol for an adult pt. After the infusion started, the nurse resolved a sequence of three air-in-line alarms, then proceeded with the infusion. The nurse indicated she stretched the IV line tubing when clearing the alarms. After approx 108 mins of the infusion, the nurse observed the propofol container was empty, and believed the pt had rec'd up to 80 ml of add'l propofol. The pump had been running at 10 ml/hr for approx 1.8 hrs. No change to the pt's vital signs was observed at this time, and the infusion was stopped. The pt's blood pressure was measured every 5 mins during the entire infusion, and no effects of the add'l propofol infusion were observed. The pt was observed until the pt awoke. No pt injury or adverse effects resulted from this event.

Manufacturer narrative:
The hospital's examination of the pump determined the 3850 pump operated normally, and the hospital could not duplicate the event with the subject pump. No problem was identified that could have caused this event. The pump was returned to use following the examination by the hospital's clinical engineering staff. No further problems have been observed. The infusion set used at the time of the event is not available for inspection, as it was discarded following the event. From the info available, the likely cause of this report was the stretching of the infusion set in the pump by the user. The proper method of installation is described in the operator's manual (see attached section). The instructions warn that stretching the tubing can result in free-flow conditions. F/u in-service training was provided on (B)(4) 2012, by iradimed corporation to the facility's staff. In response to this and other similar reports, iradimed corporation initiated correction no. 3005053560-09/17/12-002-c on 8/31/2012 to notify users of the possibility of this risk. These same instructions are provided in the operator's manual, but an add'l instruction card was provided to users to emphasize these important instructions and precautions. Copies of the correction and instruction card text are provided with this report.